Manufacturer narrative:
During the quality investigation, the complainant's concern was confirmed. Further investigation revealed a damaged press plug, motor, bearings and other component parts. The mid speed motor was identified as the probable cause of the failure. The device was repaired and returned to the customer.

Event description:
A stryker sagittal saw was sent in for repair due to overheating during a procedure. The procedure was successfully completed with another device; no adverse event was associated with the event.